Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9205548 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced device damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: the patient was admitted to the hospital 10 days after modified radical mastectomy for breast cancer on the right side. This was the first postoperative chemotherapy. When preparing for infusion therapy at 9:05 on (B)(6) 2020, it was found that the prefilled syringe's joint was damaged and could not be used. Then they reported it to the doctor on duty, immediately replaced the new prefilled syringe, and explained to the patient, eliminated doubts,and no adverse effected to the patient.